Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was not sure if the device was working properly. It was noted the patient was not really sure what was going on, it was kind of complicated, and the patient was not pleased. The patient would follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.